Event description:
Device 1 of 2 reference MFR. Report#: 1627487-2020-48429.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
The results of the investigation are inconclusive, the reported lead migration is not device related and is usually associated with a trauma or sudden event such as an accident or fall. It is unknown if the patient experienced a fall or trauma prior to the reported event. The lead was returned complete and had no apparent damage. No testing was completed as it would not contribute any information to the allegation of migration.

Event description:
Device 1 of 2 reference MFR. Report#: 1627487-2020-48429.

Event description:
Device 1 of 2: reference MFR. Report#: 1627487-2020-48429. Additional information gathered via follow-up revealed the patient's physician decided to explant the patient's scs system.

Manufacturer narrative:
D6b - date of explant is estimated to have occurred during the year 2021. The exact date of explant was unable to be obtained.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
Device 1 of 2; reference MFR. Report#: 1627487-2020-48429. It was reported the patient's right posterior occipital lead has migrated. In turn, the patient may undergo surgical intervention. Note: both of the patient's occipital leads are being reported because it's unknown which device is liable.